Manufacturer narrative:
G4: 26-may-2020. B4: 27-may-2020. Further investigation of the complaint led to the finding that the touchscreen was functioning as intended at the time of the reported failure and no erratic settings or parameters were being accepted on their own without the user's input. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported a navigation ring failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement.